Event description:
Nmt safety syringe used to administer haldol medication. Drew up medication with no problem. Injected into intramuscular site. Pushed on plunger to administer medication. Medication squirted out around the hub of the needle. Safety mechanism needle was retracted in to the syringe. Nurse assessed that no medication was injected into the client. Dose was repeated using a regular syringe and needle. Product label has no restrictions on type of fluid to be used in the device.